Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A red alert for out-of-range (oor) for low shock lead impedance was detected on (B)(6) 2014. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).